Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used in an unknown procedure performed on (B)(6) 2023. During the procedure, the deployment mechanism did not properly work. Another clip was used to clamp the tissue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Block g2: medwatch# is mw5147168. Block h6: imdrf device code a15 captures the reportable event of clip did not properly work.